Event description:
It was reported that a pulse generator dependent patient with pre-syncope presented in clinic. Upon interrogation, the right atrial and right ventricular leads exhibited noise. The noise was reproducible in clinic with the patient¿s movement. Programming changes were made. Leads replacement was discussed; however, no further information was reported.